Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s device being at eol was resolved by a battery replacement. No further complications were reported. The patient weight at the time of the event is unknown. It is also unknown when the eol was first observed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for lumbar radiculopathy. The rep reported that the patient¿s battery was replaced due to it being at end of life (eol). The implantable neurostimulator (ins) was returned for analysis. No further complications or patient symptoms were reported or anticipated at this time.

Manufacturer narrative:
Analysis determined that the battery capacity was reduced due to overdischarge. If information is provided in the future, a supplemental report will be issued.